Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error alarms. Customer¿s blood glucose was 129 mg/dl. Customer reported that they were able to clear the alarm but not able to rewind the insulin pump. Customer was assisted with performing displacement test and the test results was yes. Troubleshooting was performed. Customer performed self test and the test was passed. Customer stated that the fill cannula was recorded in daily history. The insulin pump will not be returned for analysis.